Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast augmentation revision with two 500cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed, via MRI, with right breast implant rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On september 20, 2022, mentor received additional information indicating that the correct date of explantation was on (B)(6) 2022. In addition, the patient was also diagnosed with bilateral hypomastia, bilateral ruptured implants, asthma, and anxiety. The patient underwent bilateral capsulectomy and replacement with the following devices: (right) 340cc mentor memorygel boost breast implant catalog: smpb340 lot: 9714123 sn: (B)(6) and (left) 390cc mentor memorygel boost breast implant catalog: smpb390 lot: 9724153 sn: (B)(6). H6 health effect - clinical code e2402: generalized illness

Manufacturer narrative:
On october 5, 2022, the mentor failure analysis lab received the device for evaluation. On october 14, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 500cc was found to have a tear on the posterior view, measuring approximately 7.0 cm, in addition, a crease/fold was observed on the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
On march 10, 2022, mentor became aware that the patient has been scheduled for implant removal surgery on (B)(6) 2022. On march 14, 2022, mentor became aware that the patient was also diagnosed with a left breast lump. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: material rupture. Complication on the left breast will be reported under mrn: 1645337-2022-03410. This medwatch form is for the right breast prosthesis.